Manufacturer narrative:
Investigation summary ==> no product was returned. Failure to advance: the cause of the failure to advance was determined to be patient condition as the patient had difficult vasculature and resistance at aorta preventing successful delivery of impella. Device history lot ==> device lot: 1998858 device history batch ==> subcomponent lot: n/a device history review ==> device (sn: ) passed all post sterile inspection checks.

Event description:
The complainant reported that a patient was being implanted with an impella 5.5 and the implant was aborted due to the device being unable to be delivered to the left ventricle. It was reported that despite the use of best practices, the physician was unable to turn down the aorta. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. The patient's outcome at the time of explant was survived.